Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged could not be charged properly and the pump battery was unresponsive. It was also reported the customer went to the emergency room (ER), customer's blood glucose (bg) level was 470 mg/dl. Due to customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer was observed to ensure bg level was resolved. Customer was released from the ER the same day with no permanent damage.

Manufacturer narrative:
D9: returned to manufacturer: yes, date returned: 4/9/2024, h3: device evaluated by manufacturer: yes, reason for non-evaluation: blank, other reason: blank, device returned to manufacturer, h10 remove statement. D9: returned to manufacturer: yes, date returned: 4/9/2024, h3: device evaluated by manufacturer: yes, reason for non-evaluation: blank, other reason: blank, device returned to manufacturer, h10 remove statement.